Event description:
Overdelivery reported: it was reported that the device overdelivered during user facility biomedical performance verification testing. The device had been in the emergency dept and was removed from pt service due to an unresolved error 119 (temperature sensor) code that occurred during set up prior to pt use. There was no specific pt or prescription info available. Though requested, there was no additional info available.